Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system catheter. It was reported that the catheter snapped on removal by neurosurgery, with suspected retained intrathecal/extradural fragment of approximately 12 cm. On review, no catheter visible at the wound and drain not retrievable externally. Patient examined and remained neurologically intact with no radicular symptoms or signs of cauda equina. Required lumbar x-ray +/- surgery. The patient had a surgery (B)(6) 2026, for exploration of wound and removal of retained lumbar catheter. On (B)(6) 2026, the patient went for lumbar ap + lateral. The patient was well post-operatively and discharged home.